Event description:
A report was received that the patient had an infection at the midline and pocket incision sites. Patient's symptoms were redness, fever and drainage. The physician believed that the infection was procedure related. The patient was administered with intravenous antibiotics. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316 serial/lot #: (B)(4).description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.